Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer reverted to manual injections for insulin therapy. It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was manually stopping insulin delivery. Reportedly, the customer administered a manual injection to address elevated bg level.